Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The unique device identifier (UDI) is not provided because the batch number is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedance on one lead. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.